Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device had a worn bearing and vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. Concomitant med products and therapy dates: handpiece device and cutter device; (B)(6) 2021 UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the short attachment device had a worn bearing, the nose tube was bent/damaged, the device had vibration, component damage, and a cutter could not be removed. It was noted that the attachment was uncoupled but could not be dismantled with the coupled tool. It was further determined that the device failed pretest for visual assessment and vibration assessment. It was noted in the service order that the attachment device was stuck on the handpiece device with a cutter device stuck/jammed inside and could not be released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.